Event description:
It was reported that the insulin pump had an unresponsive act button and alarmed button error. The customer did not know the blood glucose reading. He stated that he called the hospital to report issues with the insulin pump and was instructed to call to report the malfunction. He had discontinued use of the insulin pump. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch. However, no button error alarm was noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a broken reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.